Manufacturer narrative:
This report is submitted on april 12, 2022.

Event description:
Per the clinic, the device was explanted on (B)(6) 2022. Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
Device analysis report attached. This report is submitted on june 20, 2022.